Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia and critical pump error. The customer¿s blood glucose level at the time of incident was over 400 mg/dl and the current blood glucose level was 170 mg/dl. The customer declined troubleshooting for high blood glucose level. The customer was treated with insulin for high blood glucose level. Customer reported that the insulin pump had critical pump error image displayed on the screen. Customer stated that the insulin pump had the one-minute non-destructive ram test failed error. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and multiple sequential watchdog timeout alarms are found in the downloaded history files, fault isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.